Manufacturer narrative:
The reported event was addressed with phone support. The customer used a spare endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the endoscope involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure an intuitive surgical (is) technical service engineer (tse) was contacted for troubleshooting assistance by the customer to report non-intuitive motion (nim) on the 30 degree endoscope plus (serial number (B)(6)) tse found in the logs the error 2208 which was pointing to endoscope not being accepted initially. Tse asked site to reseat sterile adapter (sa) and endoscope. Tse asked customer to press the estop and recover. Tse asked to restart the system: apparently one of the blue fiber cables (bfc) was not well seated. Tse asked to reseat the concerned path patient side cart (psc)/vision side cart (vsc) prior the restart. The issue re-occurred after the power cycle. Tse asked site if they had a spare endoscope and they agreed. Customer preferred for the tse to hold in the line until the spare endoscope was installed. Nim issue was cleared after insertion of the spare endoscope. Tse advised site to aex the previous endoscope and they agreed. System ready for use. The procedure was completing as planned with no reported injury. There was delay of more than 30 minutes. Intuitive followed up and obtained additional information. The problem occurred when attaching the camera to the robot. The endoscope was not used for surgery. The image was inverted. The surgeon was using right, and it actioned left. Vision orientation did change on its own. The endoscope moved freely with uncontrolled motion. Robot arm light was amber. No physical damage to endoscope. Surgeon confirmed desired orientation when endoscope was installed. 30-minute delay approximately.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of the binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on tarbet button of the button pack assembly. The root cause of camera button paddleboard ¿ cracked button is typically attributed to inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion on the electrical contacts and/or circuit board. The root cause of cable connector ¿ paddleboard corrosion is typically attributed to improper reprocessing.